Event description:
We received a report that a tecnis toric zct300u135 intraocular lens (iol) rotated in the patient's right eye. Rather than reposition the iol the surgeon elected to explant the lens. There were no complications reported such as an incision enlargement or vitrectomy. No patient injury reported. The device was discarded at the facility.

Manufacturer narrative:
The manufacturing records for the lens were reviewed. The production order was released per sterilization batch (B)(4). There were no non conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and/or material changes within the production order. There were no non conformances with respect to the sterilization process. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power. Results of environmental control showed that there were no complaint related non conformances within the timeframe the production order and lens were manufactured. There were no associated nonconformity materials reports or non conformances. There were no associated nonconformity reports or deviations. A search on complaints was executed and revealed that no other complaints for this order number were received to date. There were no associated nonconformity materials reports or non conformances. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.